Event description:
It was reported that a few days after it was implanted this right ventricular (rv) lead present a lack of capture due to it suffering a dislodgment, with the dislodgment confirmed by x-ray imaging. The device was repositioned and remains in service. No additional adverse patient effects were reported.